Manufacturer narrative:
Patient age unknown / not provided. Patient weight unknown / not provided. Date of event unknown / not provided. Zimmer biomet complaint number (B)(4). The original report was submitted on july 10, 2018 with a failed 3rd acks and being resubmitted via e-submitter.

Event description:
It was reported that the implant (tsv4b13) became cross threaded. The doctor is requesting a rethreading tool and the implant remains implanted.

Manufacturer narrative:
No product was returned for evaluation. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 7-01/16 information identified: breakage: implant and abutment fractures can occur when applied loads exceed the normal functional design tolerances of the implant components. Potential overloading conditions may result from significant bone loss (e.g. >3mm), deficiencies in implant numbers, lengths and/or diameters to adequately support a restoration, excessive cantilever length, incomplete abutment seating, abutment angles greater than 30 degrees, occlusal interferences causing excessive lateral forces, patient parafunction (e.g. Bruxing clenching), loss or changes in dentition or functionality, improper casting procedures, inadequate prosthesis fit, and physical trauma. Additional treatment may be necessary when any of the above conditions are present to reduce the possibility of breakage. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. The following sections have been updated: (B)(6).

Event description:
It was reported that the implant (tsvt4b13) became cross threaded. The doctor is requesting a rethreading tool and the implant remains implanted.